Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during removal surgery on (B)(6) 2012, for a femoral bone proximal varus osteotomy after the osteotomy part was healed, the screw was found to be broken at the implant removal surgery. It was assumed that the successive load would have been caused the micro motion and then the screw was possibly broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The device was received and confirmed to be broken. The cross section surface shows no irregularities. There is evidence that there was a technical complication during operation or healing process which caused the breakage, but the cause is unknown. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Explant date was (B)(6) 2012.